Manufacturer narrative:
The field service representative replaced a solenoid valve. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 6000 c501 module. The initial sodium result was 166 mmol/l and the repeat result was 143 mmol/l. The initial potassium result was 4.62 mmol/l and the repeat result was 4.01 mmol/l. The initial chloride result was 87.8 mmol/l and the repeat result was 102.7 mmol/l. The initial results were not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot number was l28 and the chloride electrode lot number was c20 the potassium electrode lot number and the expiration dates were requested but were not provided.